Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were broken. A field service engineer removed the broken cubies and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were broken, and medications were not released at the time of medication pass, all the medications had to be broken out of the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.